Event description:
It was reported by service report that the right side rail would not stay in the upright locked position. It is unk if there was pt involvement; however, no adverse consequences were reported.